Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise and oversensing on the right atrial (ra) channel of this device. No pacing inhbition was noted, but some episodes of atrial tachy response (atr) were declared inappropriately. The minute ventilation feature was programmed off to optimize device function. No adverse patient effects were reported. This device, which was included in the recent minute ventilation sensor signal oversensing advisory population, remains in service.